Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis, and the functional test was performed on the returned device. The marker lumen blockage was observed due to the coagulated blood clot and not due to device issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional proglide devices referenced are filed under separate medwatch report numbers. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement in both common femoral arteries was attempted with three proglide devices, using the pre-close technique, via a 7f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after the proglide device was placed in the artery, there was no brisk blood flow from the marker lumen. Two additional proglide devices were used with the same results. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.